Event description:
Customer reported the picture function will not work. The image will not change when pressing the foot switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hi res board in the vsc assembly. System operates as intended. This MDR is related to ge healthcare complaint.